Event description:
It was reported that at follow-up, high impedance was noted. Lead damage near the trifurcation was found via fluoroscopy. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.